Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported the endoscopic ultrasound (eus) needle of the ultrasound gastrovideoscope went through the side of the distal end of the scope and created a large leak. The scope was also leaking black-ish fluid while hanging after manual cleaning and sterilization. The issue occurred during a diagnostic upper endoscopic ultrasound procedure and later after reprocessing. The procedure was completed with a similar device. There were no reports of patient harm.

Event description:
No additional information received from the customer.

Manufacturer narrative:
B5: no additional information received from customer. D9: additional information g1: correction h2: additional information, device evaluation, correction h3: additional information h6: additional information the device was returned to olympus for inspection and the reported failure was confirmed. A root cause could not be identified. Based on the results of the investigation, olympus confirmed foreign material came out of the device, but the type of the material or root cause cannot be identified. A definitive root cause cannot be determined. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.